Event description:
Customer called to report one occurrence of a non-reproducible false positive troponin I (accutni) result for one patient sample on the unicel dxc 600i synchron access clinical system. Customer stated the non-reproducible false positive accutni result was reported outside the laboratory. The result was questioned upon review, and the sample was repeated. The repeat result recovered within the normal reference range. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
The root cause for this event could not be determined for certain with the information supplied. However, customer indicated that the erroneous result may have been due to a short sample, which was not aliquoted. Furthermore, the laboratory supervisor indicated that proper internal protocols for reviewing first-time positive results were not followed. Customer declined onsite service, indicating that there were no concerns with instrument performance. Customer has not called back to report any further issues relating to this event. (B)(4). Eval summary: customer did not require service.